Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "swollen lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes".

Event description:
Patient reported right side "implants are causing them to be sick," "swollen lymph nodes," and "rashes." Patient additionally reported "autoimmune issues" not related to the device. The device remains implanted.